Event description:
It was reported that trial head could not be cleaned because white retaining ring appears stained.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.